Event description:
It was reported by the rep the device was used in a lap hernia. It was reported the stapler would not fire the staples properly, it jammed. A new ems was opened to complete the procedure.